Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was unknown. The customer stated that the text displayed on screen disappears completely and the pump beeped but here were no alarms. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. Unit display properly. No missing segment or partial display anomaly noted during testing. (B)(4).